Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited post-sensed t-wave oversensing (pstwos). No intervention was performed. The patient would be further monitored.